Event description:
Surgeon was using a spineguard disposable device and the tip bent; a second item was obtained and the tip bent also while under use. The devices were intact after use and were sequestered. Two spinegard pedicle finder device tips bent during use in a spinal case.